Manufacturer narrative:
N investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the system issue and replaced the ucc component. The system was tested and verified as ready for use. The ucc component was installed, programmed and tested on the pca is4000 system 1, run for 12 power cycles with no issue on startup and no errors failures were triggered. This ucc cfg unit remain on the system for 1 hour idling in normal mode with no issue. Additional test was performed and all test passed with no issue.

Event description:
It was reported that during a da vinci-assisted surgical partial nephrectomy procedure, the customer informed the technical support engineer (tse) the patient side cart touch panel were not functioning correctly, with the ¿deploy for docking" option grayed out and the expanded anatomy selections empty. They used the emergency power off, but the issue was not resolved. The surgeon continued with the case. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive followed up to obtain additional information. The system functionality was checked upon powering on the system. The system initially powered on without errors. There was no port incisions increased or additional ports. The procedure was temporarily canceled, and the surgery was performed again after the system was restored. There was no patient injury.